Event description:
(B)(4). Same patient as MFR report #: 2134265-2010-03945, 2134265-2010-03946, 2134265-2010-04046, 2134265-2010-04047. It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, a plaque shift occurred. Using the right radial approach, the index procedure advanced a 3.0x16mm taxus liberte stent to the target lesion located in the distal left anterior descending (lad) artery but the stent did not cross the lesion. The stent was removed and the lesion was pre-dilated with a 3.0x15mm apex balloon inflated twice to 10 atm's for 5 and 8 seconds resulting in a grade a vessel dissection. The same 3.0x16mm taxus liberte stent was again advanced to the distal lad and deployed at 14 atm's for 12 seconds resulting in 0% residual stenosis. Next a 3.0x20mm taxus liberte was advanced to the mid lad and deployed at 16 atm's for 10 seconds resulting in 0% residual stenosis. Bailout treatment for the vessel dissection placed an overlapping 3.0x12mm taxus liberte stent proximal to the previously placed 3.0x16 taxus liberte placed in the distal lad, deploying the stent at 16 atm's for 10 seconds resulting in 0% residual stenosis. The patient was discharged. Six days post the index procedure the patient presented with shortness of breath, chest pain and elevated st segments on EKG. Angiography revealed a new 95% stenosed lesion just proximal to the stents placed days before. Treatment consisted of pre-dilation with a 2.0x12mm apex balloon and the placement of a 2.25x12mm taxus atom stent deployed at 14 atm's for 25 seconds. A follow up angiogram demonstrated plaque shift distally and a overlapping 2.25x8mm taxus atom was deployed at 14 atm's for 25 seconds. A follow up angiogram at this point demonstrated a widely patent vessel resulting in 0% residual stenosis and timi 3 flow.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).